Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female who underwent unknown breast surgery with a unknown mentor silicone prosthesis experienced unknown sided possible rupture, rippling and detectable bump, and bilateral autoimmune issues post procedure. Is unknown if patient consulted with any physician, mentor has not received any diagnosis since this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to one of the two prosthesis.

Manufacturer narrative:
On december 30, 2020, additional information received indicated that the patient replacements devices scheduled to be smooth round high profile silicone gel implants, cat#: 3505004 bc, and date of explantation updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 4, 2020 indicated that the right implant identified as cat#:3503501bc sn#: (B)(6), and left device identified as cat#:3503501bc snt#: (B)(6). Per mentor device tracking: device implantation was on (B)(6) 2007, and device explantation date scheduled on (B)(6) 2021. Patient date of birth is (B)(6) 1988. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune issues, possible rupture. Rupture has not been confirmed. This report is for the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020 ultrasound examination results received indicated findings suspicious for a left breast implant rupture. Manufacturer¿s reference number: (B)(4).